Event description:
It was reported that the patient had oversensing on the ventricular lead. The lead remains in use. The patient belongs to a system longevity clinical study. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was later reported that the right ventricular (rv) lead had intermittent t-wave oversensing (twos). The lead also had unstable lead amplitude trends with a history of short v-v intervals. The rv lead was capped and replaced.

Manufacturer narrative:
(B)(4).